Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (will not power on) was unable to charge due to an internally shorted fu100 component. The root cause of the shorted fu100 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.